Event description:
Boston scientific crm received information that this device displayed high shock impedance >125 ohms at implant. The lead was a single coil lead. Technical services discussed that although impedance is usually higher with a single coil lead than with a dual coil lead, this measurement is out of range. The lead was disconnected and reconnected and impedance was 84-95 ohms. No adverse patient effects have been reported.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated.